Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient's controller failed requiring a controller exchange. The patient was admitted to the hospital due to neurological symptoms and log files were sent. The manufacturer's clinical engineer analyzed the controller and confirmed a "controller fault" alarm. The last report received indicates that patient remains hospitalized at this time. No further information was provided.

Manufacturer narrative:
It was reported that the patient experienced a controller fault alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm logged on (B)(6) 2016. The controller fault alarm was of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller. Heartware is investigation diodes at locations d5 and / or d7 on the power board of the controller are failing causing controller fault alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.